Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the mobile programmer was slow to respond using the touchscreen and the electrocardiogram (ECG), was lagging. The device could not be safely operated. Rebooting the software and re-pairing to the device resolved the issue. It was further reported that the programmer displayed a white screen during an analyzer session while pacing was activated and then the programmer crashed. The issue was resolved by using a different programmer model. The device remains in use. No patient complications have been reported as a result of this event.